Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2009: the patient presented for a follow up of discogram. Impression: 1. Low back pain. 2. Lumbar radiculopathy. On (B)(6) 2010: the patient presented for a follow up. Impression: 1. Low back pain. 2. Degenerative disc disease. On (B)(6) 2010: the patient presented low back pain with bilateral leg pain, right greater than left, as well as some numbness and tingling. Difficulty in walking. The patient underwent MRI. Impression: degenerative disk disease, discogenic pain. The patient underwent x-ray of chest. Impression: no acute pulmonary disease. On (B)(6) 2010: the patient underwent x-ray due to lumbar fusion. Findings/impression: two intraoperative spot views show anterior surgical retractors with evidence of anterior fusion at l5-s1 using metallic spacers in the disc space plus ventral screw and plate fixation device. On (B)(6) 2010: the patient underwent following pre-op diagnosis: 1. Degenerative disk disease. 2. Discogenic pain. The patient underwent: 1. Anterior lumbar interbody fusion 5-1. 2. Implantation of cages x2 to l5-sl. 3. Anterior plating 5-1. 4. Diskectomy 5-1. Per-op notes: a diskectomy was performed to the posterior longitudinal ligament. The disk space was sized to 20 mm. Then, under lateral fluoroscopy, the 20 mm distractor was inserted. The disk space was reamed to 29 mm of depth, and two 20 mm cages were packed with rh-bmp2/acs and put into place. A single 21 mm 3-hole plate was attached using three 25 mm screws. The locking plate was put into position. On (B)(6) 2010: the patient underwent following pre-op diagnosis: discogenic disc disease. Procedure performed: anterior retroperitoneal exposure for anterior lumbar fusion at l5-s1 and anterior lumbar interbody fusion with plate. The patient was discharged on (B)(6) 2010. (B)(6) 2010: the patient underwent x-ray. Impression: 1. Low back pain. 2. Lumbar radiculopathy. 3. Degenerative disk disease. (B)(6) 2010: the patient underwent x-ray. Impression: 1.low back pain. 2. Degenerative disk disease. (B)(6) 2010, (B)(6) 2010: the patient underwent x-ray. Lmpression: status post lumbar fusion with improvement. Low back pain. (B)(6) 2011: the patient presented for a follow up of her surgery. (B)(6) 2011: the patient presented for a follow up. (B)(6) 2011: the patient underwent pre-op diagnosis: si joint dysfunction. Procedure performed: bilateral si joint injection. (B)(6) 2011: the patient presented for a follow up. The patient underwent x-ray. The patient underwent MRI. Impression: 1. Status post lumbar fusion with improvement. 2. Right leg pain. 3. Low back pain. 4. Bilateral lower leg edema. 5. Si joint dysfunction. (B)(6) 2011: the patient underwent x-ray. The patient underwent MRI. Impression: 1. Status post lumbar fusion with improvement. 2. Right leg pain. 3. Low back pain. 4. Bilateral lower leg edema. 5. Si joint dysfunction. (B)(6) 2011: the patient underwent venous study. Conclusion: 1. No evidence of deep venous thrombosis. 2. No significant venous insufficiency. (B)(6) 2011: the patient underwent x-ray. The anterior plate and screws were in good position. The spacers were in good position at l5-s1. There are degenerative changes seen at l4-l5. (B)(6) 2011: the patient underwent pre-op diagnosis: right si joint dysfunction. Procedure performed: right sacroiliac joint injection. (B)(6) 2011: the patient presented for a follow up. Impression: si joint dysfunction. Low back pain.